Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported leaky trocars during procedures. The procedures were completed without harm to the patient's. Additional information was requested. A product sample was not retained. This is the second report of two for this user facility.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified as lot 1734547h. For final lot 1734547h, eight 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the 23 ga valve entry lots was conducted. Three lots were reprocessed for anomalies that did not contribute to the customer complaint. Five lots had no anomalies found based on the device history record review. No additional investigation is required based on device history. The product was released according to the product acceptance criteria. A complaint history examination indicates that this is the forty-third complaint and the forty-first complaint for leaking received against the components of the reported final lot 1734547h. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation (CAPA 3796) was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This complaint reported lot includes affected manufacturing lots. The post assembly inspection (septum manipulation on blade shaft) has been discontinued as of (B)(4) 2015. An effectiveness check has been established and will be monitored during the facility's monthly complaint review board meetings. Complaints are reviewed and monitored at regular intervals for any significant adverse trends.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)